Event description:
Initial info reported by a consumer to (B)(6) (B)(4) and received by sanofi-aventis on 02/09/2010: a (B)(6) female received an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] in 11/2009 for an unspecified indication. During an unk time, she experienced a lump formation that her physician used an unspecified product to dissipate. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Device qc performed. 02/18/2010.